Event description:
When the physician attempted to remove the langston catheter from a patient, the outer lumen catheter tubing kinked and separated from the y-adapter. The physician was able to remove the inner lumen pigtail tubing from the patient, but had difficulty removing the outer lumen through the introducer sheath. The physician stated that there was no harm to the patient, although the patient was reported as feeling discomfort when the physician was removing the outer lumen catheter tubing.